Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the patient did not believe that this ambicor penile prosthesis (app) was functioning as intended and requested a replacement. Records do not indicate that a procedure has been performed to date. There were no patient complications reported.